Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the pacing dependent patient presented for in-clinic follow up with several episodes of noise stored on the device. Upon further evaluation, reproducible right ventricular lead noise was over-sensed and resulted in pacing inhibition. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2021. "The" were no adverse patient consequences reported.